Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00782.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2019 - 00782.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Concomitant medical products: m/l taper femoral stem with kinectiv technology (00-7713-015-00, 61179126). Knectiv modular neck (00-7848-002-00, 61202946). Trilogy acetabular shell (00-6200-054-22, 61237877). Trilogy acetabular liner (00-6310-050-32, 61231053). Bone screw (00-6250-065-35, 61258537). Bone screw (00-6250-065-30, 61273649). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04049. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 9 years post-implantation due to pain and elevated ions. During revision, scar tissue and a loose acetabular cup were noted. All components were removed and replaced. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown versys femoral head, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03410. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 9 years post-implantation due to unknown reasons. The femoral head and stem components were removed and replaced. No additional information is available at this time.